Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s father reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 680 mg/dl while wearing the pod on their leg longer than 48 hours. Symptoms reported include change in body temperature, dehydration, pain and headache. Additionally, the reporter mentioned the patient was in the hospital for severe dehydration and high bgs when they were transported to another hospital via ambulance. The patient was treated with insulin at both hospitals. The patient was released on 3(B)(6) 2026. The pod was removed at the hospital. The patient had very high blood sugar, low blood pressure, high potassium levels but the patient's father could not recall a specific diagnosis given.